Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of did not clean area before starting pd (peritoneal dialysis) and bacterial peritonitis in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient did not clean the area before starting the peritoneal dialysis (pd) therapy. On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis was performing the pd therapy without cleaning the area prior to the start of the pd therapy. It was not reported if remedial treatment was rendered. The bacterial peritonitis resolved. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the event of did not clean area before starting pd was unknown. It was not reported if dianeal and extraneal therapies were ongoing. Concomitant medications were not reported. The nurse stated that the bacterial peritonitis was not related to the pd therapy. A causality statement was not provided for the event of did not clean area before starting pd.